Manufacturer narrative:
Result - cam card bent.

Event description:
It was reported that the fowler was bent and would not lower.

Event description:
It was reported that the fowler was bent.

Manufacturer narrative:
Follow-up submitted as further investigation determined that the fowler was stuck in the flat position. This will result in caregiver annoyance; however, it is not likely to harm the patient as the fowler was stuck in the desired position for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.